Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-49299, 1627487-2021-16645. It was reported during a diagnostics appointment that the patient's l4 drg lead had multiple contacts with high impedance. Later, during a pre-op appointment the patient's l5 and s1 drg leads also had contacts with high impedance. In turn, surgical intervention was undertaken wherein all the existing leads were explanted and replaced to address the issue.